Manufacturer narrative:
(B)(4). Upon follow up it was reported that treatment with fortum had been discontinued after fourteen days. The patient recovered from the peritonitis. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unreported date, the pt was hospitalized for the event. The pt was treated for the peritonitis with injections of amikacin, 100mg; fortum, 1gm ip od (oral dose) and heparin sos (sucrose octa sulfate) injection (frequencies were not reported). The cause of the peritonitis was reported to be due to the pt having a pd therapy exchange done in a hospital ward (no further information provided). At the time of this report, the peritonitis was resolving and the pt was recovering from the event. Additional information was requested but is not available.